Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure when inserting the device, resistance was noted. Eventually, the balloon was able to pass through the target lesion. Furthermore when the device was inflated for several times, it was noticed that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual examination was performed on the returned flextome cb monorail device. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood was visible within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied. A pinhole leak was identified in the balloon approximately 6mm distal to the distal edge of the proximal makerband. A visual and microscopic examination of the tip, blades and markerbands identified no issues which could have potentially contributed to this complaint. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure when inserting the device, resistance was noted. Eventually, the balloon was able to pass through the target lesion. Furthermore when the device was inflated for several times, it was noticed that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.